Event description:
Two weekdss post operation, pt developed severe chest pain, and was readmitted to hosp. Fluoroscopy showed 1 leaflet blocked. On reoperation thrombro appeared to originate from sewing ring extending to coronary arteries. Thrombus was on both sides of valve but not in valve mechanism. Valve replaced with another.

Event description:
See initial report. Additionally, the ats valve that replaced the on-x valve als thrombosed after that event the patient died, death attributed to 2nd valve (ats from another manufacturer).